Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the left bundle area pacing (lbap) lead exhibited noise over-sensing which resulted in pacing inhibition. The patient later presented to the clinic, sensitivity of the lbap lead was increased but the noise issue persisted. The lbap lead was then explanted and replaced with a standard right ventricular (rv) lead. The patient remained stable throughout the procedure.